Event description:
Device 4 of 4. Reference MFR reports: 1627487-2013-02257, 02258 and 02258. The pt rec'd her scs system for rsd. It was reported the pt experienced pain at her pocket site, and the physician pain at her pocket site, and the physician believed the rsd may be contributing to the pain. Reprogramming provided some relief but did not resolve the issue. It was also reported the pt experienced heating at her pocket site while charging. A replacement charging system was sent to the pt. F/u indicated the pt was bit by a dog in her foot and her rsd caused the pain to travel up her leg to the pocket site. It was reported the physician explanted and replaced one of the pt's leads on (B)(6) 2013 and repositioned the other lead. The pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.